Manufacturer narrative:
Method: device not returned. The device history record (DHR) review could not be completed at this time as the lot number and serial number are unknown. Implant and explant dates are also unknown. Requested pre-operative echo, operative report and device return. We are unable to confirm the reported event; however, the investigation is ongoing.

Event description:
On 20 oct 2010, a question was received from the surgeon asking "have you heard of a mitral bioprosthesis having early mitral regurgitation (severe)" I have a lady with severe central mitral regurgitation through her bioprosthesis from 6 months ago - no endocarditis." Patient's blood pressure is good, but her mitral bioprosthesis shows intermittent severe mitral regurgitation. Subsequent emails reported that the patient "came to the ER a week ago complaining of shortness of breath. A tte showed severe mitral regurgitation. She was admitted and a day later claimed to feel much better. She received another tte and the valve showed no signs of mitral regurgitation. She was sent home. The patient returned again this week with shortness of breath and again presented with severe mitral regurgitation on echo." It was learned through follow up with the sales rep that the device has been explanted.

Manufacturer narrative:
Additional manufacturer narrative: despite multiple attempts to obtain additional information, the hospital declined to provide the operative report from the re-do mitral valve surgery. In addition, the device has been discarded and will not be returned to edwards for evaluation. The device history record (DHR) review was completed and it was confirmed that this device passed all manufacturing and sterilization inspections. With the limited information provided by the customer, and without return of the complaint valve, no further investigation into the root cause of the reported event can be performed.